Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba and noticed multiple transducer fault error codes recorded in event error log. Perform transducer calibration on pt802 per service manual; passed. Powered unit in operating mode with received settings and unit is ventilating ordinarily, notice vte readings are below specifications. Findings/root-cause: could not duplicate reported problem of transducer fault. Per event error log notice multiple transducer faults for pt802. This issue is addressed in internal correction.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported that the ventilator is alarming for vent inop. Events log were checked, "motor fault" and "xdcr fault occurred" were noticed. No patient involvement.